Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. This is a combined initial and final report.

Event description:
Returned dacapo powerpack showed a broken housing with electrolyte leakage. To date there has been no report of user contact to battery chemistry or any injuries sustained.